Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 3008352382-2021-00180 was sent in error. The testing performed was not on patient samples, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while testing patient samples with bd trucount¿ tubes there were differing results when using 2 different instruments. This occurred on 2 occasions, however, there was no specific impact to patient reported. The following information was provided by the initial reporter, translated from french to english: the customer systematically observe a 20% bias of absolute number of cells calculated using trucount tubes on facslyric cytometer or using sysmex cytometer. This is not dependent on the trucount lot. The same tube is analysed approximately at the same time on the 2 instruments. I have checked myself that is was not due to a bad gating positioning.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k090967, k980858, k971205, k971110, k970326, k970742, and k071143. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing patient samples with bd trucount¿ tubes there were differing results when using 2 different instruments. This occurred on 2 occasions, however, there was no specific impact to patient reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer systematically observe a 20% bias of absolute number of cells calculated using trucount tubes on facslyric cytometer or using sysmex cytometer. This is not dependent on the trucount lot. The same tube is analysed approximately at the same time on the 2 instruments. I have checked myself that is was not due to a bad gating positioning.